Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. This report represents patient #8 referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿percutaneous cryoablation for papillary muscle ventricular arrhythmias after failed radiofrequency catheter ablation.¿ doi: 10.1111/jce.13716. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a cardiac cryoablation catheter: there was one (1) patient who experienced a procedural complication. According to the author, the cryoablation resulted in ¿alteration of the coupling interval and morphology of the vf-triggering pvc.¿ the patient did not experience any further ¿sustained arrhythmias¿ during the follow-up period. There was also one (1) patient who experienced a ¿major complication¿ related to the attempted cryoablation: the patient developed ¿an acute aortic dissection.¿ this was seen after the cryocatheter was advanced ¿with difficulty¿ into the ascending aorta; of note, no sheath was used. There was no cryoablation energy delivered and the patient was sent to have emergency surgical aortic repair, which was ¿successful.¿ the status/location of the catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.